Event description:
According to the reporter: occurred post-operative of a hemicolectomy extended by laparoscopy peritonitis. During surgery, everything worked well. Two days later the reload failed due to the complication and the patient died days later. Re-intervention was needed in the early morning due to pain and hemodynamic instability in addition to filtration tomographic signs. Generalized peritonitis was noted for staple line dehiscence of the ileon. Patient was in a very bad condition, with ventilatory support, high vasopressor support, and the tendency to hypothermia. As a result, the patient died days later due to the complication.